Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. No ramping numbers noted on the display. The insulin pump was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the act button was unresponsive. The customer reported that the numbers were ramping on their own and the scroll bar was moving with no input. The customer's blood glucose was 465 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with bolus. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.